Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple shocks due to wavelet not withholding therapy on the implantable cardioverter defibrillator (ICD) device. The physician believed the patient was not in ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.